Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered as the date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Problem with the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was very fragile and it broke when the physician wanted to insert his dilator. There was no patient consequence reported. Additional information received was received on the event. The hemostatic valve in the sheath "detached " and came out of the sheath. The surgeon could not insert the catheter into it. The hemostasis valve (gasket) did not break into several parts. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-jul-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 10-aug-2022. It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation issue occurred. Problem with the valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was very fragile and it broke when the physician wanted to insert his dilator. There was no patient consequence reported. Additional information received was received on the event. The hemostatic valve in the sheath "detached " and came out of the sheath. The surgeon could not insert the catheter into it. The hemostasis valve (gasket) did not break into several parts. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. No blood return was observed. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).